Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) that was mildly tortuous and mildly calcified. Following pre-dilatation of the lesion, an attempt was made to cross with the xience prime 2.75 x 33 mm stent delivery system (sds), however, the sds became stuck on the guide wire and could not be pushed or pulled back. The guide wire and the sds were removed together as one unit. The lesion was rewired and another xience prime 2.75 x 33 mm stent was successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficult to position/remove the guide wire was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.